Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Analysis of the data in the arrhythmia logbook was then performed. The event from the field occurred on (B)(6) 2012. The three episodes recorded nearest that time are from (B)(6) 2012 and were all atrial tachycardia response episodes. If there had been any episodes from the date of the allegation, they had been overwritten by other episodes recorded after that date. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient had a syncopal event and went to the emergency room. The device was not interrogated but the health care provider stated the patient had a run of ventricular tachycardia (vt) near the time of the syncope. No additional information was available about the cause of the event or the resolution. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been received that this device was electively explanted and upgraded with no further allegations from the field. This device has been received for analysis and this report will be updated when analysis is complete.